Event description:
Md office called to cancel services; patient passed away (B)(6) 2018. Arxwp never filled euflexxa for the patient. Dose or amount: 2 ml millilitre(s). Frequency weekly for 3 weeks. Route: intra-articular. Diagnosis or reason for use: unilateral primary osteoarthritis.